Event description:
It was reported that, "the pt had an infection so the surgeon revised. A loose construct of omnifit c stem, all poly liner and antibiotic cement were used as a spacer, but may not be further revised if the pt recovers well."

Manufacturer narrative:
The following other hip devices were also listed in this report: unk tritanium cup, unk adjustment sleeve, unk 40mm x3 liner, unk 40mm biolox head, unk screws. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. When completed, the eval summary will be submitted in a supplemental report.